Event description:
It was reported that a flogard infusion pump experienced an insert slide clamp alarm. It is not specified when in the process this occurred. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was evaluated at the customer site by a baxter service technician. The alarm history review found evidence of the insert slide clamp alarm. Visual inspection determined that the root cause of the alarm was a solution spill in the safety/slide clamp assembly. The safety/slide clamp assembly was cleaned to resolve the issue. The device was returned to the customer. If additional relevant information becomes available, a supplemental report will be submitted.